Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Reliability engineering evaluated the device and the reported problem was confirmed. The damage was consistent with mishandling of the device. We recommend the user review the handling procedures in their users manual in order to prevent a recurrence.

Event description:
This report is #1 of 1 for complaint (B)(4).

Event description:
It is reported that on (B)(6) 2013, during a pre-test it was noticed that the insulation was gone and the wires were exposed on a cable 4m to console for electric pen drive. Product was not used in a surgical procedure, no patient involvement. No harm to user was reported. This is 1 of 1 reports for this event.